Event description:
Results of "150 mg/dl" with a lifescan meter and "117 mg/dl" on a laboratory device, performed between 21-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.